Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to loss of capture and a fracture. No adverse patient effects were noted.

Event description:
--

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection confirmed the entire lead was returned. The conductor coils were deformed at 350 and 393 mm. There were cuts in the polyurethane at 390 mm. The conductor coils were fractured at 439 mm. The insulation was bent at 439 mm and separated from the anode electrode at 845 mm. There were multiple locations of the insulation puckering. As a result, the reported clinical observations were confirmed.